Event description:
It was alleged that the housing (i.e. Plastic cover) of the permanent cautery hook instrument partially separated from the instrument during use. No patient harm or patient injury was reported. The procedure was converted to an open procedure since no back up instrument was available. No components completely separated from the instrument. The instrument was retrieved by removing the cannula together with the instrument. It was reported that there was no adverse outcome or injury.